Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. The device passed all testing, with no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that while the patient was attached to an epg (external pulse generator), the patient's heart monitor alarmed and indicated a flat line on the ECG (electrocardiogram). CPR (cardiopulmonary resuscitation) was performed on the patient, and a new epg was attached without problems. The patient recovered and suffered no lasting effects from the incident. It was further reported that when the unit was powered up during testing by biomedical engineering, it displayed various characters and shapes during its power on self-test, including words from two different languages ((B)(6)).

Event description:
It was reported that the patient heart monitor indicated a flat line while attached to an external pacemaker. CPR was performed on the patient and a new pacemaker was attached without problems. It was also reported that during power up, the external pacemaker displayed illegible error messages. The device was returned for repair. No further patient complications were reported as a result of this event.